Manufacturer narrative:
Examination of the sunbmitted tibial tray confirmed the reported fracture. The tibial base fractured as a result of low stress high cycle fatigue crack initiation and propagation. No material defects were observed in the tibial base that could have contributed to fracture initiation and/or propagation to failure. The investigation could not draw any conclusions about the root cause of the tibial tray low stress high cycle fatigue crack initiation and propagation. No evidence was found suggesting product error was a contributing factor and the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised to address a tibial tray which had broken into two pieces and loosened at both interfaces. The femoral component was also loose at both interfaces. The manufacturer of the cement used at the time of original implantation is unknown. Osteolysis was also reported.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.